Event description:
The report indicated that the caller "looked into the viewing window and couldn't see the cannula". She wasn't sure if the needle mechanism had fired and therefore feels that the cannula may not have deployed. The customer wore the pod for six hours, during which time his bgs rose to 495mg/dl. The pod was removed and will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to a manufacturing error. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.